Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable receptacle. The sys operates as intended.

Event description:
The customer reported the system was displaying black images. No pt injury was reported.